Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. This event is unlikely to cause or contribute to death or serious injury. This report represents the initial and final report. This report is to follow up medwatch report #mw5074188.

Event description:
Procedure performed: "bilateral salpingectomy" event description: received via maude database report on (B)(6) 2018, medwatch #mw5074188: "female patient underwent bilateral salpingectomy and was scratched on the left side of the umbilicus with trocar when it was placed. Patient recovered as expected without further incident and discharged home. Post-operative phone call was made and it was noted patient doing well." Additional information received via mail on (B)(6) 2018 from the FDA for medwatch #mw5074188: the device is available for evaluation. Additional information received via email on (B)(6) 2018 from nurse: "we don't have the lot# as the packaging was discarded. We apologize at this time we will not be able to return the device." Type of intervention: "patient recovered as expected without further incident and discharged home" patient status: "post-operative phone call was made and it was noted patient doing well."